Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends. It was determined the samples were not being stored properly and were being frozen, which would hemolyze the specimens.

Event description:
It was reported when using the unspecified bd microtainer® sst¿ tubes, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: it was reported that serum did not separate from sample that had 400 ul or greater volume. It was reported that samples were hemolyzed.